Event description:
It was reported that the patient presented to the hospital with dizziness and chest pain. Imaging revealed that the right ventricular lead and atrial lead had dislodged. During lead revision procedure, it was found that neither lead could not be properly retracted. Two replacement leads were attempted to be fixated in the atrium, but both dislodged. The physician elected to forgo another atrial lead substitute, but a new right ventricular lead was successfully implanted. The patient was stable.